Manufacturer narrative:
Concomitant products: 0184 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant, the lead integrity alert (lia) triggered due to high impedances and thresholds associated with the competitor right ventricular (rv) lead. A chest x-ray was performed, and it was determined that the competitor lead had disconnected from the implantable cardioverter defibrillator (ICD) header. The pocket was reopened, and the lead was reconnected to the device. The device remains in use. No patient complications have been reported as a result of this event.